Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2 and h6: device code(s) have been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, approximately 4 years and 4 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the native aortic position, the patient presented symptomatic with heart failure. It was observed that the valve failed due to severe central ai (aortic insufficiency). The patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra resilia valve. Per report, the patient was in stable condition.

Event description:
Additional information provided: per medical records reviewed, approximately 2 years post tavr an echocardiogram performed reported the valve to be well seated with mild central valvular leak and mean gradient of 37mmhg. Approximately 3 years and 1month post tavr, the sapien 3 ultra valve was reported to have worsening central leak and severely elevated gradient (mean gradient 51mmhg) with normal leaflet function. The patient was started on eliquis for suspicion of thrombus, and the gradient did decrease (mean gradient 28mmhg) per serial echocardiograms performed, but the moderate valve regurgitation continued. Approximately 4 years and 4 months post tavr, the patient presented to the emergency department with fatigue, presyncope, chest pain and shortness of breath. The patient was also bradycardic with heart hate in the 30s. An echocardiogram performed during admission showed moderate aortic regurgitation and severely elevated aortic mean gradient of 78mmhg. A left heart catheterization performed revealed an aortic valve mean gradient of 68mmhg. The patient was admitted and treated with a valve in valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b3, b4, b5, b7, g3, g6, h2 and h6: device code(s) have been updated. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records and engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Per the medical records received, post implant the aortic mean gradient was 30mmhg and the area measured 1.08 cm^2, the patient bsa was reported as 1.75m^2. This information suggests that there was a residual high gradient due to severe patient-prosthesis mismatch. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm^2/m^2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the ppm cannot be confirmed, as details of the patient's anatomy prior to the index tavr procedure were not available for review. However, an imaging review of the failing valve (4 years and 4 months post implant), revealed that the 20mm sapien 3 valve appeared to be under-expanded in the middle area suggesting that patient factors (landing zone characteristics) may have caused or contributed to the ppm. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints of central regurgitation and increased gradient were confirmed based on medical records provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Imaging was provided and revealed the mid valve is under expanded with valve average diameter of 17.5mm (0.5mm added for frame outer diameter). An under-expanded valve can result in the ability of the valve leaflets to properly function by a creating a gap between the leaflets. The resulting gap could interfere with proper leaflet coaptation by restricting leaflet motion and giving rise to central regurgitation. Additionally, review of medical report revealed patient's history of hyperlipemia, which is one of the known factors that may increase the risk for valve calcification. Leaflet calcification can impact proper coaptation of valve leaflets, leading to central regurgitation. An existing the technical summary, the IFU, documents the root cause analysis on valve stenosis and increased gradients over the time in patient. Per the technical summary, stenosis and increased gradient across the valve are common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flow testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve post-procedure and follow-up assessment. As such, available information suggests that patient factors (hyperlipidemia) and/or procedural factors (under expanded valve) may have contributed to the reported events. The current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Correction: the event was reported by the field clinical specialist (fcs). Additional information provided per medical records: per the index tavr procedure transthoracic echocardiogram report, post deployment the 20mm sapien 3 valve had a mean gradient of 30mmhg, valve area 1.08cm^2 and mild perivalvular leak. The patient's body surface area was 1.75m^2.